Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they are concerned about the sensitivity they are experiencing and recession of their gums. Patient provided photos that were evaluated, no carries present. Recommended patient to hold in current aligner for 14 days before continuing. Provided information on tooth sensitivity, gum recession and requested update and additional information.